Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and opening linear. Leak test and microscopic analysis was performed which identified: observed void >1 mm in non-textured, valve-to shell-bond area and opening crease smooth on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is an opening crease smooth on radius assessed as fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.